Event description:
It was reported by the customer that pyxis ciisafe system failed to respond. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that system failed to respond. A technical support specialist executed the updatedatabase.cmd procedure. The system functioned as intended after the technical support specialist troubleshooted the device.